Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 24th november 2009 and performed to specification up to the 29th november 2015. During this time an increase in voltage suggests a further pad-pak was installed. The user accessible memory was erased prior to the 16th may 2013. Investigation was unable to replicate or find any evidence of the reported fault. Furthermore there was a slight fluctuation observed on the pogo-pins. This did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.